Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: during pm, 2 technical faults ( tf9907/tf9950) intermittently appearing as well as "panel connection lost" at power up. When the panel connection lost appears I can confirm in ipp checks that ipp-vup shows connection_loss. It will also display a default date/time. But it will randomly connect, show ipp-vup connected and the correct date/time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during pm, 2 technical faults ( tf9907/tf9950) intermittently appearing as well as "panel connection lost" at power up. When the panel connection lost appears I can confirm in ipp checks that ipp-vup shows connection_loss. It will also display a default date/time. But it will randomly connect, show ipp-vup connected and the correct date/time.